Manufacturer narrative:
Foot section frame.

Event description:
It was reported by service report that the foot section frame was damaged exposing sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.